Manufacturer narrative:
The lot was manufactured from october 15, 2020 - october 16, 2020. The actual device was received for evaluation without the blue winged cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with green colored water. The unit was being monitored until the next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leakage near the blue winged luer cap of a small volume infusor. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.